Event description:
It was reported that the patient presented for in-clinic follow up after failure to connect to the home transmitter. Upon interrogation of the pulse generator an alert for excessive radio frequency (rf) telemetry was detected on (B)(6) 2021. It was then noted that the generator had reached elective replacement indicator (eri) on (B)(6) 2022 and end of service (eos) on (B)(6) 2022. The device was urgently explanted and replaced. The patient was stable.

Manufacturer narrative:
The field complaint of premature discharge of the battery and no radio frequency (rf) telemetry was confirmed. As received the device was at end of life (eol). Analysis of the device image revealed a high current drain of approximately ten times that of normal current, which is consistent with an increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and rf telemetry was disabled due to the condition reached that was below the elective replacement indicator (eri) level. No other anomalies were found that could contribute to reported complaint of no low voltage output. The high current condition could not be reproduced during analysis.